Event description:
It was reported that the customer delivered too much insulin with a correction bolus. The customer's blood glucose (bg) level subsequently decreased to 52 mg/dl. The customer passed out because of the low bg and received third party assistance from paramedics, who provided intravenous therapy (IV) and gave glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.